Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) system may be experiencing loss of ventricular capture at max output. Further clinical information has been requested.